Event description:
A peritoneal dialysis patient's nurse reported that the patient experienced an overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.